Event description:
The account stated that the stretcher is leaning to the right.

Manufacturer narrative:
The technician replaced the foot and head weldments, bushings and anti-sway collars but the stretcher was still leaning. He replaced the foot and head hydraulic cylinders to repair the bed.